Manufacturer narrative:
Plant investigation: review of the instructions for use (IFU) and/or device label determined the described situation is adequately addressed. The complaint sample was not available and no meaningful pictures were provided. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not performed. Although st. (B)(6) dialyzers are 100% tested for leaks (bubble-point testing and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A batch record investigation was performed and all product was found to be conforming to specifications, and released without any discrepancies. A cause for the reported failure mode could not be established.

Event description:
It was reported that a dialyzer blood leak occurred five minutes into a patient's treatment. The dialyzer in use was an f60s from batch (B)(4). The complaint sample was not available. The estimated blood loss (ebl) volume is unknown. No additional information could be obtained.